Event description:
The patient contacted the company on (B)(6) 2026 regarding sensor issues. During the call, the patient additionally reported an inability to wear pods on the legs due to prior complications. The patient described two separate pod-related incidents, stating that one pod caused a hole in the leg and another resulted in an abscess. This report pertains to the pod associated with the abscess. The patient indicated seeking medical attention for the issue but did not provide any details regarding the healthcare facility, treating provider, diagnosis, duration of the visit, or treatment received. The patient also did not specify whether the pod was removed prior to seeking care and ended the call before additional clinical or product-related information could be obtained. Multiple follow-up outreach attempts were made without success. If the patient provides further information, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported abscess on the leg. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.